Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Moisture damaged found on lcd board. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the river while connected to the insulin pump. Customer's blood glucose was 117 mg/dl. The customer reported condensation was present under the lcd display. The customer also reported a button error alarm occurred on the insulin pump. The customer was unable to clear the button error alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.